Manufacturer narrative:
(B)(4). Pump received with cracked and bleeding lcd glass noted. Unable to perform the displacement due to physical damaged to lcd glass. The test reservoir p-cap was able to lock in place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had crack but working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.